Event description:
"Rv unipolar lead impedance 171 ohms (B)(6) 2023 03:00:13. Previous warning in (B)(6) 2023. â· alert: rv unipolar lead impedance warning on (B)(6) 2023. Rv capture threshold measurement above range > 2.5v, above range per previous historical values." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).